Event description:
Stand bolt not tightened. A field service engineer (fse) reported that during an unrelated service call, he checked stand bolts for tightness. The fse had been involved in the other incidents of loose stand bolts and therefore checked them on this machine as well. The fsr discovered that one inner stand bolt was loose; the washer under the bolt could be turned by hand. It is assumed that this bolt was not tightened during installation. The clinac has six mounting bolts that hold the stand to the base frame. Four bolts are accessible from the outside and were tightened on this machine. There are 2 more bolts - only accessible from the inside - one was loose. All 6 bolts should have been tightened during rigging. There have been no reports of serious injury as a result of loose bolts.

Manufacturer narrative:
There was no report of device malfunction or serious injury as a result of this issue. The loose inner stand bolt was tightened/torqued to specification by the varian field service engineer. Though still under investigation, varian has determined that a MDR is appropriate, as this loose stand bolt issue, should it recur, may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.